Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm and reverted to an alternate pump for insulin therapy. There was no adverse impact to customer's blood glucose level.